Event description:
Pt was being transferred from bed into shower cart. Shower cart was evenly with the bed. Pt was rolled into her side and shower cart cushion was placed under the pt. During the final pull to the shower cart, the shower cart rolled away from the pt's bed creating a gap between the bed and the cart. Pt fell to the floor. Prior to the transfer both the bed and the shower cart were locked. Pt with no loc. Main complaint was headache. Pt neurologically intact with hematoma in occipitum of approx 3 cm diameter and small amount of blood. CT of head obtained and demonstrated no acute changes. Pt was admitted to burn unit upon admission.